Event description:
It was reported that the biomed had the arctic sun device that was sent down for burnt smell. Per additional information updated from ttm on 15aug2025, biomed stated nurses sent down device complaining of smokey smell while running. Biomed stated it smells like burnt rubber. Per review of wo notes on 15aug2025, they said that the arctic sun device smells like something rubber was heating up or burning, coming in for assessment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause is being investigated per CAPA# 14345646. The arctic sun stat was evaluated upon receipt. (Arctic sun stat) no error code observed. The reported issue of burnt smell is confirmed. Chemical leeching of the tubing. No signs of electrical overstress in any of the internal components. Fdl was found to harbor the chemical smell and was replaced. Heater deflector was replaced as it was emitting a chemical smell. The double bend tube, circulation pump tubing, mixing pump tubing and evaporator tubing were replaced due to smell. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. Fdl inspected and tested. Risk review, labeling review, and DHR review are not required as the event is being investigated per CAPA# 14345646. Investigations under the associated corrective and preventive actions are ongoing. Corrective actions to address the identified root causes will be implemented through the respective corrective and preventive action. Correction: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was sent down for burnt smell. Per additional information updated from ttm on 15aug2025, biomed stated nurses sent down device complaining of smokey smell while running. Biomed stated it smells like burnt rubber. Per review of wo notes on 15aug2025, they said that the arctic sun device smells like something rubber was heating up or burning, coming in for assessment.